Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the pod coil and lantern kicked out of the vessel and the devices were removed before another attempt was made to reach the target vessel. While attempting to re-advance the pod coil into the lantern, the physician encountered resistance and the pod coil was only able to advance slightly through its introducer sheath. Therefore, the pod coil was removed. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.